Manufacturer narrative:
Follow-up # 1 date of submission 1/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/28/2015 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with the battery cap unable to be removed from the pump. There was no evidence of physical damage on the pump casing. Unrelated to the original complaint, the battery compartment threads were stripped and a test cap was used and it was able to be attached to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was noted that the battery cap could not be removed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.